Event description:
One touch ultra meter was reading inaccurately high. In march 2006 the pt tested her blood glucose on her meter and got "404 mg/dl." Around the same time, she started feeling "light headed" and "dizzy." During this time, she was able to eat "crackers and chocolate." However, after "vomiting" several times, her husband decided to take her home since they were out in the country. Sometime between 5:30-6:00 am, the pt stated that she "fainted." At 9:30 am, the pt tested herself using one of her older meters, an "opteum," and got "49 mg/dl" or "59 mg/dl." The pt could not recall getting the "64 mg/dl" reading that was documented. When they got home at 10:30 am, the pt's husband carried her to bed and gave her soup. By 12:30 pm, her symptoms had gone away. She retested using the "opteum" meter again and got "149 mg/dl." The pt did not call the paramedics and did not go to the hosp. The pt has stopped using the one touch ultra meter after getting the "404 mg/dl" reading since she felt as though the meter was reading inaccurately high. The day before the pt tested herself 2 times and got "normal" readings in the "100's" mg/dl. She did not have symptoms at the time. The pt is on an unspecified "novolin-n" sliding-scale insulin regimen. The pt indicated that she does not follow her current doctor's insulin regimen due to trust issues. She only follows the precription that her previous doctor gave her. She denied taking any insulin on march 2 and march 3, 2006. The pt does not take any other medications for her diabetes. The customer care advocate (cca) verified that the pt was using the meter with correct techniques for testing/cleaning. The meter was coded properly and the test strips were in good condition. The cca walked the pt through a control solution test that passed. The meter was replaced. The day before the incident, the pt reportedly got 2 readings in the "100's" mg/dl without symptoms. This complaint is being reported since the next day, the pt got a reading of "404 mg/dl" that did not match her symptoms of hypoglycemia. The pt treated herself based on the symptoms.